Manufacturer narrative:
After battery installation, device displayed a critical pump error due to corrosion and mold in/around the battery connectors. Device was received with water on the inside of the lcd window. Plus the boards were wet once they were taken out of the case. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was not work anymore after being exposed to moisture. The customer stated that there was fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.